Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted as of this time. An email was received on (B)(6) 2017 stating that this lead has been repositioned due to poor electrical measurements. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).